Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-29-us, serial (B)(4), use by date 2019-11-10 UDI (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via left subclavian artery, as the nosecone was being withdrawn from the left ventricle, the nosecone caught the inflow portion of the valve. The valve dislodged and occluded the left main coronary artery. It was reported that the nosecone had been centered in the valve prior to it being removed. Subsequently, the valve was surgically removed. No other adverse patient effects were reported.